Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during sterilization/sanitation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope image was blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Schoelly imaging information was given to hospital for repair.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. (B)(6). (B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to obtain when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet wayne.

Event description:
The hospital reported that during sterilization/sanitation for an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope image was blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Schoelly imaging information was given to hospital for repair.